Event description:
Pericardial effusion. Resulting in surgical explantation of device. This device was implanted in 2006; it was surgically explanted approx 3 months later, we received details surrounding this incident on jan 12, 2007. The lot number of the device and the device itself was not available for evaluation. Based on the case summaries and operative notes we received from the end-user, a female with a history of neurologic event was referred for percutenous closure of the pfo. In 2006, an initial attempt to implant a 23 mm cardioseal device failed. The following reason was cited for the failed attempt "malposition of the device resulting from prolapsing of the upper left arm into the right atrium." Based on the implantation the 23 mm cardioseal device was snared and retrieved percutaneous without complications. A 33 mm cardioseal device was successfully implanted; angiograph and tee after the intravenous administration of agitated saline solution confirmed a well seated device with no residual shunt. Tee obtained the following day demonstrated a well seated device with some evidence of residual shunting both at rest and with valsalva. The shunting was noted to be primarily left to right. The implanting physician elected to discharge the pt on antiplatelet therapy with aspirin for 4 to 6 weeks, and to allow time for the device endothelialization over the next several weeks. After 50 days, a decision was made to implant another septal closure device; a 10mm amplatzer device was selected and implanted, without any resolution to the shunt. Following implantation of the amplatzer device, the pt developed a pericardial effusion. The pt was treated with a pigtail catheter to drain the pericardial effusion. The pt continued to encounter problems with pericardial effusion and dressler syndrome. The pt returned to the hospital with another pericardial effusion which was significantly increased in size. Another catheter was placed in the pericardium to drain the fluid; the actual date of this procedure is unk. The pt was taken to the o.r. 77 days later and underwent successful surgical removal of the both closure device, and successful closure of the atrial septal defect with a piece of fresh pericardium.

Manufacturer narrative:
The lot number of the device and the device itself was not available for evaluation. After reviewing the facts surrounding this case, there is no evidence to suggest our device contributed to the persistent shunting and subsequent pericardial effusion this pt experienced. Based on the implantation summaries, shunting was persistent, despite successful implantation of two well seated implants from different mfrs. We believe the persistent pericardial effusion was a direct result of a procedural error; most likely perforation of the atrial wall with a guide wire during implantation. Our investigation into this matter has led us to the following conclusion; the complex anatomy of the pfo did not lend itself to percutenous closure in this particular case. We are considering our investigation into this matter closed without further actions.